Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 507645 ra lead, 507153 lv lead, 507135 lv lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil, and a increase in the rv defibrillation coil. It was determined that this could be a svc fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited unstable thresholds with a steady increase in thresholds over time. A fracture was confirmed. The lead was explanted and replaced.